Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was observed. Two ventricular nonsustained tachycardia episodes of less than or equal to 210 ms average ventricular cycle length occured on (B)(4)-2010.

Event description:
It was reported that the patient was experiencing pocket stimulation. The defibrillator remains in use. It was also reported that noise is seen on the right ventricular lead. The lead remains in use. There were no patient complications reported as a result of this event.